Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva (B)(6) stent graft was intended to be implanted in the endovascular treatment of a 61mm taa . It was noted the patients blood vessels were extremely tortuous and the patient had previously undergone a aaa and taa repair and had a thoracic and abdominal stent graft previously implanted.  It was reported that during the procedure, another valiant captivia (B)(6) was implanted first distally without issue. The (B)(6) stent graft was then inserted into the patients body, but this stent graft could not pass through the aortic arch. After several attempts , the stent was withdrawn and then a crack was noted on the tapered tip of the delivery system. The use of this stent graft was abandoned and another stent graft (B)(6) was then successfully implanted.  Per the physician the cause of the positioning difficulties  and deformation was the severely tortuous vasculature and the patient having previously been implanted with thoracic and abdominal  stent grafts.   No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported difficulty to position and deformation of the delivery system could not be assessed on the limited films provided. Procedural angiograms showing attempts to pass the delivery system were not received for thorough analysis of the events. Although the events could not be assessed, the reported anatomical features (i.e. Severe aortic tortuosity) and presence of previously implanted stent grafts reported to have contributed to the events were confirmed on the images. B5; additional information received: it was reported that the thoracic stent graft previously implanted in the patient was a non-medtronic stent graft . The two valiant captivia were implanted to treat a type ia and a distal stent fracture in the non-medtronic stent graft.vamf3636c200te was placed proximally and vamf3434c200te distally. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: a series of five (5) images were received from the account. Two images captured a device with deformation visible to the taper tip material and along the graft cover over the stent graft. Images of the handle label for two (2) devices and an image of two (2) devices post use were also received. The reported positioning difficulties were confirmed based on the image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.